Event description:
It was reported that a patient's rv lead perforated their heart soon after being implanted. The perforation was suspected due to the sudden and complete loss of capture. The lead was replaced in an additional procedure. The patient was stable.

Manufacturer narrative:
The reported events were failure to capture and lead perforation. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Analysis was normal. No anomalies were found.